Manufacturer narrative:
Based on the results of the investigation, it is likely that the low light transmission was due to a broken light guide bundle of the video cable section. The most likely cause of the dented outer tube could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, that the outer tube of the rigid video scope was dented and the light transmission was lost or too low. There was no patient involvement.